Event description:
It was reported that there was a distorted haptic noted when inserting the lens into the pt's eye. The incision was widened and a new lens was implanted whereby the surgery was completed successfully.

Manufacturer narrative:
The lens was received and inspected with one broken haptic and there was evidence of viscoelastic (ovd), which is consistent with a lens that has been handled and prepared for use. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.